Manufacturer narrative:
Internal complaint reference: (B)(4). FDA's medwatch report reference number: mw5106567.

Event description:
It was reported that, after a thr surgery, the stem pulled out the head, even though the mobility head was intact. Due to this, a revision surgery was performed on (B)(6) 2021 to replace the head. Current health status of the patient is unknown.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device, traumatic injury, patient anatomy, abnormal loading of limb or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).